Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr resurfacing, left hip. Reason(s) for revision: pain and high metal ion level.

Manufacturer narrative:
Asr revision asr resurfacing, left hip reason(s) for revision: pain and high metal ion level update sep 5, 2017: email notification from kennedys received. There is no new information. This complaint was updated on sep 18, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision asr resurfacing, left hip reason(s) for revision: pain and high metal ion level the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.